Event description:
The technician reported that he found during a between pt inspection that the brakes were not holding when applied. The bed was located in the hill-room svc ctr. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech stated the most likely cause is worn brake pad due to wear and tear. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.